Event description:
Boston scientific received information that during a routine in-clinic follow up, review of device memory revealed that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a high out of range shock impedance measurement greater than 125 ohms. It was noted that recent shock impedance measurements were between 85 and 107 ohms. No adverse patient effects were reported.

Manufacturer narrative:
The physician will continue to monitor the device and lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.